Event description:
It was reported that, "three anchor c locking rings came off three screws during surgery. One ring came off prior to insertion, the next two rings came off while inserting at c6-7. The angle and the large chest of the patient showed to be challenging for the surgeon. This incidence added roughly 1 minute to the case. He was able to use different screws an the procedure was completed successfully."

Event description:
It was reported that, "three anchor c locking rings came off three screws during surgery. One ring came off prior to insertion, the next two rings came off while inserting at c6-7. The angle and the large chest of the patient showed to be challenging for the surgeon. This incidence added roughly 1 minute to the case. He was able to use different screws an the procedure was completed successfully."

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Result: the screw was visually inspected upon return. As the locking clip has not been returned, it is impossible to determine under which condition it has detached. The review of the manufacturing records did not reveal any deviation which could have resulted in the unexpected dislodgment of the locking clip. Previous investigations indicated that excessive pivoting or angulation on the screwdriver while attached to the screw should be avoided as it can cause damage to the screwdriver and/or screw. Furthermore the surgical technique warns about excessive pivoting or angulation of the drilling guide that can cause damages as well as excessive pivoting or angulation on the screwdriver that can cause damage to the screwdriver and/or screw. Conclusion: the anchor c diam.3.5mm self-tapping 12mm screw was reported coming off prior or during screw insertion. The screw related to this investigation was returned, inspected and absence of locking clip confirmed. As the locking clip has not been returned, it is impossible to determine under which condition it has dislodged. No manufacturing anomaly associated with the event was reported during the manufacturing of the batch. Past investigations concluded that dislodgment of the clip was probably due to incorrect drilling or screw insertion direction due to cantilever forces. This reported event is believed to be the result of the condition of use.